Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the rf connector on the link electronic module (lem) circuit board was loose, as a result the lem board was replaced and calibrated. It was also noted that the tabs on the power cord bay door were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not recognizing the wand; the wand had no lights. The wand was changed out with a different one and the result was the same. It was also reported that the programmer back door was broken. The programmer has been returned for repair. There was no patient involvement.